Event description:
The patient contacted animas on (B)(6) 2013, reporting that the pump froze and the keypad would not work. The patient confirmed that they were in the water and reported pump looks like there is water/sand under screen. The patient reportedly cleans the pump with soap and water. There is no reported adverse event with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, the display lens was found to be leaking; the pump was opened and moisture was found on the printed circuit board.